Event description:
The customer stated that the insulin pump alarmed motor error during the rewind. Troubleshooting was performed and found that insulin leaked from the reservoir past the o-rings. The reported blood glucose reading at the time of the call was 74 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.